Event description:
New information received notes that the lead noise was over-sensed, and this resulted in inappropriate automatic mode switch. No adverse patient consequences were reported.

Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the atrial lead exhibited noise. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.